Event description:
A malfunction alarm was reported by the customer, accompanied by code 12-0x2071. No reported adverse impact on the customer's blood glucose level was reported. As the pump was no longer under warranty, it was decided that it would not be returned, and no further details or outcomes were provided.